Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Waste line pressure high alarms and high balance chamber pressure alarms occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Resistance was noted in the drain line. Treatment was discontinued. Only partial rinseback performed due to clotting of the circuit, resulting in an estimated blood loss of 90cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Eval of the returned cycler was not completed at the time of the report. The actual cause of the alarms is not known at this time. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.